Event description:
It was reported that the right ventricular (rv) lead was surgically capped due to failure to capture, high threshold values and impedance issues. Subsequently, a new rv lead was successfully implanted. No additional patient adverse effects were reported.